Manufacturer narrative:
There was no sample returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) surgery, she is experiencing halos and circles in vision mostly at night and at dusk time. She feels it is unsafe, distracting, and horrible to drive at night. Her surgeon told her that she would get used to it. In a follow up, the surgeon indicated the consumer was doing well and he would report back if he observed otherwise. There are two reports associated with this consumer. This report is for the left eye.